Event description:
It is reported that while impacting, the white impactor cap broke at the threaded base junction.

Manufacturer narrative:
Evaluation summary: although the cause of the failure cannot be definitively determined, the fracture appears to have propagated from one side as if the instrument had received an off-axis blow during impaction. Evaluation codes: as returned, the impactor head is fractured. The handle shows wear of prior effective use. The device has a potential field age of slightly less than 4 years. Manufacturing documentation is in order and appears to be conforming. Device history records indicate all components were manufactured and inspected to specification.